Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as air in line alarms) but did not reproduce the reported "constant air detector alert." Evaluation found low fluid numbers caused by a failed upstream sensor resulting in the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a constant air detector alert. It was also reported that there was no patient injury.